Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
At the hospital, (B)(6), patient was diagnosed with ketoacidosis and needed to go the ICU, where she took her insulin infusion device off. When patient left the ICU (she didn¿t confirm the exact date), and went to the hospital bed, the hospital¿s doctor indicated her to put the insulin infusion device on again. Patient put her pump on, but she continued having hyperglycemia, as her cannula presented leakage. At that time, patient was using a cannula with expiry date april-2015. At the time of the phone call, (B)(6), patient remained hospitalized, without prediction of discharge. Patient doesn't have the cannula anymore. No product will be available for investigation.